Event description:
"Intraprocedural type ia endoleak. Did not resolve with more aggressive repeat use of molding balloon. Endograft location and deployment were optimal, so no cuff or palmaz stent performed. The endoleak is small, sluggish, does not fill aortic sac and is expected to resolve with observation. Per pi, related to procedure and related to device." Patient outcome - "pi expects endoleak to resolve with observation and is still ongoing."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00047. Device 2 is being reported under MDR-2247858-2022-00048.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00047, device 2 is being reported under MDR-2247858-2022-00048, and device 3 is being reported under MDR-2247858-2022-00049.

Event description:
"Intraprocedural type ia endoleak. Did not resolve with more aggressive repeat use of molding balloon. Endograft location and deployment were optimal, so no cuff or palmaz stent performed. The endoleak is small, sluggish, does not fill aortic sac and is expected to resolve with observation. Per pi, related to procedure and related to device." Patient outcome - "pi expects endoleak to resolve with observation and is still ongoing."